Manufacturer narrative:
Doctors were performing a mis procedure. Table was at lowest height and in a flex position with the leg plate at a 90 degree position. At that point of time they need to level the position of the table. As another doctor pressed the level button, the table began leveling the trendelenburg position and this results in the leg plate moved downwards. Because the surgeons' foot was below the leg plate, the downward motion causes the foot to be caught between the leg plate and the ground. After the incident a maquet representative was on site and did some functional tests. No malfunction of the device was detected. But an injury with medical treatment occurred and the or table was involved in the incident. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
The customer reported that during a surgery, the o.r. Table lowered down and hit the toes of one person of the medical staff. This results in the surgeon suffering bruises and abrasions to her ankle. (B)(4).